Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the glue had come undone on the side resulting in the catheters and the water packet hanging out. This happened to 15 of them 9. Patient received 100 damaged catheters they were flat and wrinkled. Patient email: (B)(4).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the glue had come undone on the side resulting in the catheters and the water packet hanging out. This happened to 15 of them 9. Patient received 100 damaged catheters they were flat and wrinkled.